Manufacturer narrative:
The received device had the cannula assembly fully deployed. No kinks or bends were identified on the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Investigation found no defects or manufacturing deficiencies to the needle mechanism that would contribute to an improper insertion of the cannula. No housing or environmental seal damage was observed. Although no damage was present, a root cause of unsure properly inserted cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to over 400 mg/dl, while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be bent and leaking insulin. The patient was not sure it was properly inserted. As treatment, the patient changed out the pod for a new pod.